Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that they suspected biopsy needles to be contaminated.

Manufacturer narrative:
H6 updated. H11 updated: elekta has become aware that disposable biopsy needles (911933) from one batch (873874875r) can contain some microscopic debris on the inside of the biopsy needle. The material in the debris is stainless steel, same material as the biopsy needle. No debris has been found on the outer parts of the biopsy needles. The sterility of the biopsy needles has not been affected. This issue has been reported from one site. There is a risk that debris can come loose and appear in the biopsy sample. Debris in the biopsy sample may interfere with the slicing of the biopsy sample and delay or make examination difficult. There is also a potential risk that debris is deposited in the brain. This risk is considered very low since debris have only been reported on the inside of the biopsy needle. With investigations with the supplier the root cause is that the debris originates from the manufacturing process, but we have not been able to identify from which step. As a mitigiation we have stopped production until this is confirmed. This issue has been seen from one customer site. There have been no other reported cases. An important field safety notice 100-01-301-010 was sent to all affected customers on 25th september 2024.